Event description:
Related manufacturer reference number: 2017865-2022-44203. Related manufacturer reference number: 2017865-2022-44204. It was reported that the patient received inappropriate shock from the right ventricular (rv) lead due to noise oversensing. Device interrogation revealed high pacing impedance on the rv lead and premature battery depletion on the implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the rv lead and ICD. During the procedure the rv lead was noted to be bent and fractured. The left ventricular (lv) lead was dislodged during the procedure and was explanted. The patient condition was stable.